Manufacturer narrative:
Correction: section h manufacturer narrative. Upon investigation of the actual device used in this incident, a customer informed to technical support specialist (tss) that carefusion coordination engine (cce) databases were running low on disk space, causing sql backup jobs to fail and services to stop, requiring a server restart. Tss logged into the locations, verified services, and found over 1 million queued messages in inventory dating back to 2022. Inventory mbm was not connected to other mbms. Customer cleared active queues, but issues persisted with delays and timeouts. Users reported duplicate inventory messages due to a 117gb cce tracing database and es-cce disconnection. Tss performed database truncate to fix the database size issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed cce databases running low on disk space, so the services have been stopped. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the carefusion coordination (cce) databases running low on disk space. A technical support specialist (tss) performed database truncate to fix the database (db) size issue. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed cce databases running low on disk space, so the services have been stopped. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server user informed cce databases running low on disk space, so the services have been stopped. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user informed cce databases running low on disk space, so the services have been stopped. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.